Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip of the instrument was broken in an unknown spinal procedure. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior instrument shaft is fractured at the centerline of the pivot pin. Optical examination of the fracture identified a fairly brittle fracture and no indication of fatigue. The location of the fracture and amount of force required is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.